Event description:
The facility reports the patient was being lifted from their bed to their toileting chair. On lifting and turning the hoist towards the chair, the left leg gave way, causing the hoist to fall over and injure the patient. The carer also lost their balance and fell over. The patient suffered bruising to their left arm and back. The carer's injuries are not known at present.

Event description:
The facility reports the pt was being lifted from her bed to her toiletting chair. On lifting and turning the hoist towards the chair, the left leg gave way, causing the hoist to fall over and injure the pt. The carer also lost his balance and fell over. The pt suffered bruising to her left arm and back. The carers injuries are not known at present.